Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 18:12:07. During night drain cycle one, the patient's ultrafiltration reading was 1906ml, indicating the home patient drained 1906ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be insufficient drain, a false empty detect at the initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.